Event description:
The user facility reported that continuous bleeding occurred following the use of the (vcd) vascular closure device. Firm manual pressure and a sterile wound bandage was applied. There was no harm to the patient. The patient required medical intervention. The event occurred post-treatment.

Manufacturer narrative:
Age & date of birth: dob (B)(6). Ethnicity: requested, not provided race: requested, not provided lot number: requested, unknown expiration date: unknown due to unknown lot number UDI: unknown due to unknown lot number implanted date: device was not implanted explanted date: device was not explanted occupation: professor device manufacture date: unknown due to unknown lot number the production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available for return; therefore, an evaluation of the actual device will not be conducted. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up # 1 to provide additional information in section a6, section b5 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) could not be reviewed as a valid lot/serial number was unavailable. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Additional information was received on 27 aug 23: the procedure performed was a hepatic chemoembolization using a 5 fr introducer. There was no blood loss. The procedure successfully ended. The patient was in stable condition. The user was not able to place the introducer, could be due to the volume of subcutaneous fatty layer (panniculus adiposus).